Event description:
It was reported that this device exhibited noise when programmed true bipolar with the device can but not in integrated. Local representative states that it sounds like no issue with the lead but with the programming. Also, the device is scheduled for change out. To date, the device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).